Manufacturer narrative:
The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was noted. All box dimensions of the sample received were measured and passed. Functional testing was performed which included leak testing. The device failed leak testing. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Note: regarding lot number: according to the hospital, the batch is still a possible one as the patient decants all products into storage drawers and did not keep the over pouch of the product involved in the complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. There was no damage noticed to foil pouches or boxes. The issue was noticed immediately after placing minicap on the transfer set. There was no leak noted. There was no damage or extreme build up on the threads of the transfer set noted that may not allow it to close properly. The patient does not use any cleaning solutions or disinfectants on the transfer set or minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.